Manufacturer narrative:
Section a1: patient identifying information cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. This information should have been redacted from the initial report. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient weight was estimated from most recent figure provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Event details: on (B)(6) 2020, the patient was readmitted for major bleeding in upper gastrointestinal tract and discharged on (B)(6) 2020. Actions performed: four to eight units of red cell concentrate per 24 hours were transfused and gastric camera clipping was performed. One unit=140 ml. Laboratory data ((B)(6) 2020): prothrombin time (inr): 2.2 iu. Activated partial thromboplastin time: 32 seconds. Platelet count: 15.8×104/l. Medication: no. Anticoagulant therapy at time of event: walfarin and aspirin. The outcome of the blooding: rehospitalization. The cause of the blooding: documented history of lesion or condition in the organ site of bleeding that could potentiate a bleeding episode (gastric polyp). The causal correlation with the device: no. It was reported that the patient was readmitted for gastrointestinal bleed. The patient had a documented history of lesion/gastric polyps. 4-8 units of red blood cells were transfused and a gastric camera clipping was performed. Warfarin and aspirin were administered.